Event description:
Filter was unable to be advanced down the sheath so dr. (B)(6) pulled the first kit and then tried with again with a new kit. Same problem happened again but dr. (B)(6) was able to advance it further into the ivc this time with more force. The second filter eventually got stuck again. Since he could not get it to a proper deployment location he decided to remove the entire system and when removing, the filter deployed with one leg sticking in the hepatic. This leg worked as a kickstand and caused the filter to tilt and the apex/hook were against the wall of the ivc. The filter had to be retrieved and no noticeable reason for why this happened could be seen on the filter or sheath. Jugular.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter was unable to be advanced down the sheath so dr. Varma pulled the first kit and then tried with again with a new kit. Same problem happened again but (B)(4) was able to advance it further into the ivc this time with more force. The second filter eventually got stuck again. Since he could not get it to a proper deployment location he decided to remove the entire system and when removing, the filter deployed with one leg sticking in the hepatic. This leg worked as a kickstand and caused the filter to tilt and the apex/hook were against the wall of the ivc. The filter had to be retrieved and no noticeable reason for why this happened could be seen on the filter or sheath.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the device returned by the customer. Customer returned the delivery catheter sheath and empty cartridge to argon and found multiple bents on the pusher wire. Most likely, during the procedure, the user used excess force to advance the filter; according to the per, the user used a jugular approach. The customer did not return the delivery catheter sheath and the filter to investigate this issue. Without such evidence, this complaint could not be confirmed. No further evaluation or corrective action is needed at this time.